Event description:
On (B)(6) 2012, at northside hospital, atlanta, ga rec'd a rfa on rt hip for a kidney mass. Due to negligence by procedure room staff I got a 2nd degree burn and permanent nerve damage. The injury occurred when dr. White, anesthetist demanded the staff flip me over onto my back for general anesthesia. The tech and nurse refused because they had prepared me onto my stomach for dr. Levy, radiologist intervenor. Dr. Wright again ordered me to be flipped. I believe the pads fell away and the tech and nurse didn't notice due to the confusion dr. Wright caused or the tech recycled the pads. Thus the pads failed to adhere and or the tech failed to keep my arms from touching my hip leading to skin to skin contact. Northside says they do not have training manuals for the equipment. This kind of negligence should be against northside's accredidation. (B)(6).